Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an off no power anomaly and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he changed the battery and the pump stopped working. The customer stated that the pump did not give him any warning before it turned off. The customer stated that he is using a (B)(4) battery that has information in (B)(4). The customer is not sure if the battery is an (B)(4) battery. The customer was advised to get new batteries and a new cap. The customer was advised to call back with any battery related issues.